Event description:
It was reported that, this right ventricular (rv) lead was explanted and replaced due to high pacing thresholds and low sensing. The thresholds have been increasing for the last two years. No additional adverse patient effects were reported.